Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the cardiac arrest, aspiration pneumonitis and subsequent death could not be definitively determined based on the information available. The physician stated that the patient's condition prior to the ivl procedure was extremely bad. Based on review of the event by the shockwave medical safety officer, it was determined that the relationship of the device to cardiac arrest was probable and the relationship of the procedure to cardiac arrest was causal. There was no malfunction reported on the second ivl catheter used during the procedure. Furthermore, the second ivl catheter was introduced after the patient was resuscitated following the cardiac arrest. This report is being submitted out of an abundance of caution since the catheter was used during the same procedure. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
Two shockwave c2 coronary intravascular lithotripsy (ivl) catheters were used to treat a lesion in the left anterior descending artery (lad). This report is for the second ivl catheter. Refer to MDR#: 3015053838-2025-00074 for the first ivl catheter. The patient was hospitalized for hemodialysis (hd). ECG abnormality was observed, and the patient was then transferred to the cardiovascular internal medical division for coronary angiography (cag) and percutaneous coronary intervention (pci). Ivl was performed and after 2 ivl pulses were delivered, the balloon ruptured. Immediately after, cardiac arrest occurred. Intubation was performed and extracorporeal membrane oxygenation (ECMO) was introduced to stabilize the general condition of the patient. The procedure was completed using another ivl catheter. The patient was then transferred to the urgent care center (ucc). The next day, the patient was confirmed to be stabilized and extubated. The ECMO was then discontinued. After 3 weeks, the patient was then transferred to the neph-internal medicine division. 1 week after the transfer, the patient was stable and discharged from the hospital. The patient developed aspiration pneumonitis and was then transferred to a nursery home where the patient passed. The physician states that the patient's status was extremely bad. Although hemodialysis (hd) was introduced, it could not be conducted twice due to cardiac failure. Myocardial infarction was observed in the right coronary artery (rca) and ischemia was observed in the lad. The physician suggests that the ivl therapy must have stressed the heart as the lad would become ischemic. He states that aspiration pneumonitis occurred, and the general condition of the patient was bad, therefore cardiac arrest could have occurred at any moment even if the ivl therapy triggered it. However, he states that ivl usage cannot be excluded from the potential cause of cardiac arrest and that it is a possibility. The exact procedure date and death date are unknown.